Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify device deficiency anomaly due to buttons not responding.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 270 mg/dl at the time of incident and the current blood glucose of the customer was 130 mg/dl. Customer report they did not allege insulin pump was under delivering. Customer reported that they performed high pressure test. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer did not provide any symptoms regarding to high blood glucose episode. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump and manual injection. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.